Manufacturer narrative:
Corrected fields: b5: describe event or problem: added omitted information h6: health effect impact code added.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement, confirmed by x-ray during an in-office check-up. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. No additional adverse patient effects were reported.